Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.226.004, lot: 9570423, manufacturing site: bettlach, release to warehouse date: 09.december 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified h3, h6: a product investigation was conducted. We have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: summary of the manufacturing evaluation: the received condition of the complaint does agree with the complaint description since the returned device is damaged in a way which could lead to the complaint condition. Therefore, this complaint is rated as confirmed. In addition, the complaint is not valid, since the geometry (stardrive t8) of the tip was inspected several times during the manufacturing process (see details in section 2.3) and no deviations were found in the manufacturing documentation that could lead to the complaint condition. Hence, no manufacturing deficiency was detected and consequently, no further actions have been taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent osteosynthesis of the ankle for bone fracture. During surgery, a cannulated stardrive screwdriver shaft broke when the surgeon tried to insert an unknown screw. Thus, the screw could not be inserted completely. The screw was removed and a headless compression screw 4.5mm was inserted. The surgeon confirmed by x-rays that there were no broken pieces in the patient's body. The surgery was completed within a 30 minutes delay. There was no adverse consequence to patient. This report is for one (1) cannulated stardrive screwdriver shaft for 3.0mm hcs t8. This is report 1 of 2 for complaint (B)(4).